Event description:
On (B)(6) 2012, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's lancet holder to the onetouch ultrasoft lancing device was damaged. The medical surveillance specialist (mss) was unable to reach the lay user/patient or the reporter for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient's reporter reported the alleged issue began approximately 2 weeks ago prior to contacting lfs. As part of the patient's diabetes regimen, the reporter claimed the patient is on pills and insulin (types/doses unspecified). Despite the alleged issue, the reporter indicated that the patient took his usual dose of medications. According to the reporter, the patient fainted twice after the alleged issue began. Per the cca documentation, when the patient fainted the 2nd time, the patient was taken home. When the patient arrived at home, it was noted by the by cca that the patient had "self medicated by eating and increasing his sugar". According to the reporter, no additional blood glucose device was used. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the lancing device and there was no misused, since the patient has had the device for about 5 years. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the lancing device issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.